Event description:
Notification of event to baxter healthcare via copy of facility medwatch form: health care professional (hcp) reported "venous pressure alarms did not alarm when venous bloodline diconnected from medcomp tesio catheter".